Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned with the device. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 8 of the IFU, "equipment storage and care," provides driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook rev. D, is also available and contains information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
A4- patient weight missing. Information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.